Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices used for treatment, were returned for evaluation. Two related complaints were found. The complaints stated: ¿once opened, t1 fell off.¿ t1 and t2 were not returned for either device. Suture was not returned. The depth limiters were attached and undamaged. The delivery needles were in good condition. There was no permanent symptom to support failure of the devices. Both devices cycled and actuated as expected. Complaint history review found one other report aside from these two for this lot. No root cause related to the manufacture of the devices was confirmed. Products met specifications upon release to distribution.

Event description:
It was reported that during a meniscus suture surgery, once opened, t1 fell off. After that, the surgeon tried to put back t1 but when suturing in the surgery while deploying ,t1 and t2 were deployed simultaneously. Backup device was available to complete the procedure. No delay nor patient injuries were reported.

Event description:
It was reported that during a procedure, once opened, t1 fell off. After that, the surgeon tried to put back t1 but when suturing in the surgery while deploying ,t1 and t2 were deployed simultaneously. Backup device was available to complete the procedure. No delay nor patient injuries were reported.